Event description:
The customer observed falsely elevated architect stat troponin-I results, generated on the architect (B)(4) processing module, that were reported out of the laboratory for a 76 year old male patient. The following results were provided: on (B)(6) 2022 (B)(6) initial results = 1.24 ng/ml, repeat results = 0.859 ng/ml, 0.343 ng/ml, <0.03 ng/ml. On (B)(6) 2022 second sample initial result = <0.03 ng/ml, repeat results = 0.03 ng/ml, <0.03 ng/ml, <0.03 ng/ml. On (B)(6) 2022 initial draw repeated on another architect (B)(4) initial results = <0.03 ng/ml, repeat result = 0.032 ng/ml. On (B)(6) 2022 second sample repeated on another architect (B)(4) initial result = 0.034 ng/ml, repeat result = 0.031 ng/ml. (Customer normal range: <0.03 ng/ml, critical 0.3 ng/ml). The patient was admitted for covid and possible dvt. The patient was not given any medical treatment based on the initial results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service engineer (fse) found liquid forming around reagent aspiration area over process path and a previous reaction vessel contamination issue. The fse cleaned the process path and components and replaced the arc probe tubing and arc probe. The issue was resolved with the arc, probe replacement. Return testing was not completed as returns were not available. Labeling was reviewed and sufficiently addresses the customer¿s issue. A review of the service history for the analyzer identified no additional contributing factors on or around the time of the issue. A review of device history records for the parts did not identify any non-conformances or potential non-conformances. A review of tracking and trending data in the product monitoring review for alinitiy I/architect ia found no systemic issues or trends related to the issue described in the complaint. A review of complaint and trending data for arc, probe did not identify any trends or issues associated with the complaint issue. No systemic issue or deficiency of the architect i1000sr processing module was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.